Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6: h4: the device was manufactured from march 3, 2020 - march 4, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye showed no evidence of leak at the fillport when the fillport cap was removed or at other parts of the device. Functional testing was performed by filling the device with green colored water. During and after fill, no evidence of leak was observed at the fillport or at other parts of the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked. The leak was observed after preparation, prior to patient use. The device was filled with 5fu. There was no patient involvement. No additional information is available.